Manufacturer narrative:
Device location unknown.

Event description:
A physician reported that a patient underwent revision surgery to address a rod which had "slipped" through the screwhead of a mesa deformity uniplanar screw. The securing mechanism of the mesa screw is designed to retain the rod and keep it in place. The reported event is attributable to the screw as the rod cannot migrate when properly secured in a accurately locked screwhead. Review of the x-ray image provided shows that a second screw in the construct fractured. This record captures the fractured screw.

Event description:
A physician reported that a patient underwent revision surgery to address a rod which had "slipped" through the screwhead of a mesa deformity uniplanar screw. The securing mechanism of the mesa screw is designed to retain the rod and keep it in place. The reported event is attributable to the screw as the rod cannot migrate when properly secured in a accurately locked screwhead. Review of the x-ray image provided shows that a second screw in the construct fractured. This record captures the fractured screw.

Manufacturer narrative:
Visual, dimensional, material, and functional analysis could not be performed as the device was not returned a review of the device history records could not be performed as a valid lot code was not provided and could not be obtained. It was reported the rod slipped out of the screw three months after implantation. Imaging found that the screw had fractured as well. The patient was reported to be adolescent with hard bone and unknown post-operative activity. X-rays were provided and reviewed by a consultant spine health care professional who noted that construct design with difficult deformities was the most likely a contributing factor to the event. In their analysis, the implanting surgeon used a low density screw construct ending the construct on the convex curve of the deformity. The combination of low screw density and short construct length may not have been enough to counter the force of the spine trying to revert to its original position, resulting in the eventual failure at the distal most screw where biomechanical loading is likely the greatest, leading to the rod slipping from the screw.